Event description:
The dental implant fx4510swc was removed on (B)(6)2017, 1 month after implantation due to failure to osseointegrate. The patient has no significant medical history and has recovered without complications.